Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultrasmart was displaying an error message that the patient was unable to specify. The patient usually tests 3 times per day but it is unknown how long the patient was getting the unknown error messages. The patient claimed having symptoms of dizziness, dry mouth, and thirst at the time of concern. She went to the emergency room about 7am on the same day, and was treated with insulin. It would be helpful to know how long the patient was unable to test on her meter, if the patient takes any diabetes medication, and if she made any adjustments to her diabetes medication due to the inability to test. It would also be helpful to know when her reported symptoms started, if she attempted to test on her meter before and during her reported symptoms, and if she took any actions to relieve her symptoms. The customer care advocate (cca) walked the patient through troubleshooting and was able to resolve the issue with training. Therefore, there is no indication that the product malfunctioned. However, this complaint is being reported, because allegedly had symptoms at the time of concern and was treated with insulin at the emergency room. The meter, test strips, and control solution were replaced.